Manufacturer narrative:
The pt reported the pus-filled sore and the physician prescribed levaquin and a topical antibiotic for the infection. During follow-up the aesthetician reported the infected area resolved within 48 hours and the pt has not further concerns. Additional catalog # : 8069m0k1, lot #: 1016569, exp date: 10/2011. Device mfg date: 10/2009.

Event description:
A pt injected with radiesse dermal filler in the nasolabial folds developed a pus-filled sore in the alar triangle.